Manufacturer narrative:
The customer¿s report of fluid leaking from the filter was confirmed however the leak was from the filter's side weld line rather than from the vent. The set was visually inspected and no anomalies were observed. Functional testing confirmed leaking from the filter side weld line. The root cause of the leak could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported ongoing issues with fluid leaking from the vent on the 1.2 micron filter. Although the customer reported the fluid leaks have occurred prior to patient use and during patient use, no specific patient event information or the number of events were provided. There was no patient harm.